Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "after notifying the rep and subsequently the surgeon, it was confirmed the op tech was not properly followed, and the set screw was not parallel or perpendicular to allow set screw engagement. The patient was revised yesterday."

Manufacturer narrative:
The reported event of implant - migration could not be confirmed. If the set screw, part of the nail kit was not parallel or perpendicular to allow set screw engagement could not be verified since no evidence e.g. X-ray images were available for review. Based on details given it could not be excluded that it is linked to primary non-followed op-tech, which is supported by event description. It was confirmed the op tech was not properly followed. However, more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. Contraindications, warnings and precautions and potential adverse effects are pointed out in the IFU: the operation techniques are presented in the appropriate operation technique. The rmf considers that a revision surgery due to cut out or medialization is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition, and primly the respective surgical technique. The basics of the gamma-system are the interaction of nail set including a set screw and in combination with lag screw in the proximal area. The intention is to allow the fracture site to subside if the fracture gap is too big in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. The set screw as part of the nail kit is designed to fit into one of the grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "after notifying the rep and subsequently the surgeon, it was confirmed the op tech was not properly followed, and the set screw was not parallel or perpendicular to allow set screw engagement. The patient was revised yesterday."